Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate of the stent delivery system (sds) balloon can result in pt injury. Device issue: failure to deflate. It was reported that a 4.0 x 12 mm vision sds was used for direct stenting to treat a lesion in the right coronary. The balloon could not deflate after it was inflated to deploy the stent implant. The sds had to be pulled with force in order to remove it from the pt. Reportedly, there were no pt effects. No add'l event or pt info is available.